Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 09/01/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that the 3mm x 6cm orbit galaxy complex xtrasoft coil (640cx0306 / 30284961) was chosen as the framing coil during the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 3mm x 6cm orbit galaxy complex xtrasoft coil and the procedure was successfully completed. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 3mm x 6cm orbit galaxy complex xtrasoft coil was returned contained in a pouch. Visual inspection was performed. The device positioning unit (dpu) was observed kinked at 21.5cm from the proximal end. No other damage was noted. The returned device underwent microscopic inspection. The embolic coil appeared to be in stretched condition. A review of manufacturing documentation associated with this lot (30284961) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The issue documented in the complaint is that the the physician did not like the shape of the coil deployment and removed the coil; during the attempt to re-zip the coil, the introducer failed to be re-zipped. This issue was confirmed based on the observation during the visual inspection that the dpu is kinked at 21.5cm from the proximal end. The kinked condition of the dpu would preclude the device from being re-zipped as reported in the complaint. Positioning difficulty / poor conformability is a known potential issue associated with the use of the device. Factors such as the shape of the target lesion, tortuosity of the parent vessel may have contributed to the way the coil is positioned and / or conforms when it gets delivered to the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported positioning issue / poor conformability of the coil. The embolic coil was observed to be in stretched condition. Coil stretching is a known potential issue associated with the use of this device. The instructions for use (IFU) provides proper handling instructions for the device to prevent such issue from occurring. Stretching can occur during procedure handling where force may have been inadvertently applied. The stretched condition of the embolic coil was not originally reported with the complaint. The exact cause of the observed stretched condition could not be conclusively determined; however, the stretched condition may have been the result of the attempt to re-zip the coil introducer. Force may have been inadvertently applied causing the coil to become stretched as observed on the embolic coil of the returned device. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 3mm x 6cm orbit galaxy complex xtrasoft coil left the manufacturing facility with the embolic coil in a stretched condition as observed on the returned embolic coil during the microscopic inspection. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30284961) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 3mm x 6cm orbit galaxy complex xtrasoft coil (640cx0306 / 30284961) was chosen as the framing coil during the procedure; it was reported that the physician did not like the shape of the coil deployment and decided to remove the coil. During the resheathing attempt, the coil introducer failed to be re-zipped. The physician used another 3mm x 6cm orbit galaxy complex xtrasoft coil and the procedure was successfully completed. There was no report of any patient adverse event or complication.